Event description:
Device operator intended to perform a procedure in the submentum area. The device operator inadvertently included tissue of the upper, anterior neck in the procedure area. Electrode placement error. The patient developed a blister on the anterior of the neck. There were no adverse events in the submentum area. The patient did not report the blister to the user facility until 5 days after the procedure. The patient presented with approximately a 6mm wound with signs of localized infection (redness, drainage and swelling). The physician prescribed oral antibiotics. The wound was not cultured. Wound closed and healed; redness is slowly resolving without medical intervention. The device was not returned to cutera. The device has been used to perform procedures on other patients with no report of adverse events.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. The device has been used to perform procedures on other patient's with no report of adverse events.